Manufacturer narrative:
The hospital also stated that they did not know how often the device was shuttled or if the patients upper lip was assessed during the period the device was in use.

Event description:
It was reported that an anchorfast endotracheal tube holder was applied on (B)(6) 2017. A full thickness pressure injury was noted on the upper lip on (B)(6) 2017. The anchorfast was replaced with cloth ties. Patient expired unrelated to the anchorfast device. The hospital was unable to speak to the frequency of the upper lip assessment or anchorfast shuttle movement in order to minimize potential for pressure injury.